Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a rotator cuff repair procedure, the needle hit the acromion causing it to break off a one to two millimeter piece. The broken piece was not able to be retrieved. No patient injury or complications were noted.

Manufacturer narrative:
A review of the device history record was performed which confirmed no inconsistencies. (B)(4).